Event description:
It was reported by the patient that the device is "set to 70 but sometimes his heart rate drops to the 40s." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.